Event description:
As reported by the patient's attorney, a capio cl transvaginal suture capturing device was used during a procedure on either (B)(6) 2002 or (B)(6) 2014. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
As reported by the patient's attorney, a capio cl transvaginal suture capturing device was used during a procedure on either january 28, 2002 or october 29, 2014. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.